Event description:
The nurse reported that the wrench broke during dall-plug insertion.

Manufacturer narrative:
Evaluation summary - the results of the investigation performed indicated that the root cause of driver deformation is attributed to a mismatch in tolerance between the driver tip and the drive feature of the screw head. As angulations of the driver within the screw head increases, the more likely that the driver will deform. Ecn was implemented in 2005 to improve the fit of the driver tip and screw head, and reduce the likelihood of driver tip deformation. The reported device was manufactured before above mentioned design change. Stryker recommends (per our surgical protocol) pre-drilling the bone using the appropriate drill bit and drill guide and to ensure proper engagement exists between the driver and the screw prior to torquing the screw implant.